Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Event description:
Additional information was received and it was reported that at the beginning of a heart exam, the staff was testing/initializing the transducer when a usacquisitionhw_31 error occurred. The error message appeared when the transducer was connected to the ultrasound system. A new transducer was obtained to continue and complete the procedure. There was a delay of approximately 15 to 20 minutes while the replacement transducer was retrieved. There was no loss of data and there was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide initial reporter contact information (see section e1), update device evaluated by manufacturer (see section h3), provide additional device/component code and correct the result(s) code (see section h6).

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to a gastro flex thermistor trace crack and open due to an insufficient cable assembly and/or gastro flex reliability, which is related to design. For a corrective and preventive action, appropriate improvement action plans were established via a CAPA.